Event description:
A 120 minute surgical delay was reported, the product in this file may have contributed to the delay. It is reported during one procedure two screw heads broke, one screw head was damaged, a screw inserter disassembled, and the tip of a second screw inserter broke.pateint outcome: no patient injury was reported and the patient did not retain a foreign body.file four of four.

Manufacturer narrative:
A visual examination confirmed the reported event. The inner shaft was disengaged from the remaining components of the locking shaft, uniplanar screw inserter. Due to the condition of the returned inserter a functional evaluation was not performed. Hardness testing of the returned inner shaft confirmed proper manufacturing and processing. A review of the DHR indicated that there were no dimensional, functional, or material anomalies reported at inspection. This instrument was used in a case where several implants and instruments broke, the forces applied during the case may have contributed to this failure. The probable underlying root cause for the damage is instrument disassembly during usage. One of four supplemental MDR's filed for the same event, see also 2242816-2014-00032-1,2242816-2014-00033-1, and 2242816-2014-00034-1

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.